Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had no power after being exposed to water in a swimming pool. The reporter replaced the battery and battery cap to no avail. There was no damage seen to the pump, no moisture or corrosion seen, and the battery cap was secure. The keypad was intact. The patient obtained a blood glucose reading of 250 mg/dl with no symptoms. The patient was able to correct his blood glucose levels using his backup plan. The patient did not suffer any injury due to the pump issue. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box was unavailable for review. There was no activity related to the complaint observed in the pump histories. Visual inspection revealed no damage to the battery compartment. The battery cap was not returned with the pump for investigation. A test battery cap was used to complete investigation. The battery cap attached securely to the pump. The pump powers on normally with no alarms. The pump was exercised for 24 hours with no power issues occurring. The pump was opened and there was evidence of moisture damage on the pcb.